Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood and/or contrast on the guide wire resulted in the reported difficult to advance. Interaction/manipulation of the device resulted in the noted multiple distal core bends, the noted proximal core bends and kink likely contributing to the reported difficult to advance and ultimately resulted in the noted polymer coating tear. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified superficial femoral artery that is 50% stenosed. The 018 ht command guide wire was not able to be advanced as resistance was met with a diagnostic catheter. Another command guide wire was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. Per device analysis a tear of the polymer coating was noted on the proximal end of the polymer coating. Coating still remains on the guide wire. No additional information was provided.